Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, broken belt clip slot, minor scratched display window.

Event description:
It was reported that customer received a button error alarm and was not able to clear. It was reported that insulin pump was beeping and had a black circle on display screen insulin pump would need to be replaced.